Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a "bad reaction to the pump medicine and went into a coma and was also incoherent." The patient noted they did not go to the emergency room as there was doubt that they would be able to help. The patient was inquiring into resources if the event were to occur again. It was later reported that approximately 6 months ago, the patient noted having an "incident" with the pump. The patient noted she had a lot of peripheral neuropathy in her feet from diabetes and also had lupus. She thought this was the reason she had clonidine in the pump, but that it was not to a "livable level"; therefore, the healthcare provider (hcp) added ketamine into the pump. The reporter stated that following this was when the patient had a 3 day period of a really bad reaction of "going through a tube", incoherent and having hallucinations, thinking there were aliens in her home. The patient further stated being to the point where she "wasn't in a coma but was having coma-like symptoms." The patient was running a fever of over 104 degrees and the patient's family member was unable to wake her. The patient indicated being unaware of the fact that the new drug was ketamine, as had the patient known, she would not have allowed it. The patient's spouse brought her back to the hcp's office, at which point they removed all of the medication in the pump and flushed the pump with saline. Following this, the patient then went through withdrawal and was vomiting, having headaches and again not coherent for three more days, and very sick for almost a week. The patient saw the hcp again, at which point morphine and the clonidine were put back into the pump. Then when the morphine started the "hit" the patient again, it took almost a month before the patient was back to her normal self. The patient noted still having pain in her feet, which was one of the indications for therapy, and noted the hcp would like to either increase the clonidine or add another drug. The patient was planning to meet with the hcp again in 2 weeks from the date of the report, at which time the hcp would have more information on the course of action. The change in medication again from just the morphine and clonidine had the patient concerned as to what the options would be if the previous symptoms/events were to recur, or if they were to reoccur when the patient was alone. The medications in the pump at the time of the initial event were ketamine, clonidine and morphine sulfate, and at the time of report the patient's pump was delivering morphine sulfate and clonidine. Additional information has been requested, but was not available as of the date of this report.

Event description:
Further information revealed the patient was still having neuropathy and device concerns, but was working with her physician. The neuropathy pain felt like "pins and needles, scalpels, burning coals, or frost bite." The neuropathy pain was located in one leg and her feet and was said to be a ''15'' on a pain scale of 1- 10. Her feet would also swell at times. The patient was not able to wear shoes for the previous nine months of this report date. It was also reported that the patient had neuropathy in her feet since "about" (B)(6) 2012. The patient fell and broke her foot and ankle in (B)(6) 2012. "About" four months prior to this injury, she told her doctor about this foot pain. The patient reportedly was unable to sleep or get out of bed due to not being able to stand up because the pressure on her feet was "so bad." The patient did not take her insulin "for days" because she was unable to stand and go get her insulin. The patient reported having the pump due to a history of degenerate disc disease, four herniated discs in her back, two herniated discs in her neck, fibromyalgia, lupus and sjogren's disease. The patient stated the subsequent withdrawals from the ketamine made her feel as though she was "going to die." The patient stated she wanted another medication in her pump to help the pain go away. The patient was given some "pills" from her doctor, but they reportedly were not helping. The patient also stated she took anti-inflammatory medication for 20 years and now her "stomach was all messed up." The patient's next appointment was (B)(6) 2013.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).